Event description:
International distributor contacted dexcom technical support on (B)(6) 2013 via email to report that upon removal of sensor on (B)(6) 2013, patient reported a potential broken sensor. No information detailing the event was provided.dexcom made multiple attempts to collect additional information related to the event, to no avail.additional information will be provided should a more complete version of the complaint become available to dexcom.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.